Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - right side of face, skin [skin haemorrhage]. Scratch - right side of face [scratch]. Brush head came out [device breakage]. Consumer contacted via e-mail and stated that during the brushing of his/her teeth, several times the brush head came out. No serious injury was reported.

Event description:
Bleeding - right side of face, skin [skin haemorrhage]. Scratch - right side of face [scratch]. Brush head came out [device breakage]. Case description: consumer contacted via e-mail and stated that during the brushing of his/her teeth, several times the brush head came out. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.